Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock lead impedance of 0 ohms. Additional information from the field representative confirmed the patient used a transcutaneous electrical nerve stimulation (tens) device which at the moment the out of range measurement was obtained. Further evaluation was performed and within range measurements were obtained. No adverse patient effects were reported. At this time, this device remains in service.